Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had a lead issue, it was broken, fractured, or damaged, in 2014 and her device stopped working following a fall. The patient had an x-ray and lead revision and she completely recovered. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.